Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gastric sleeve procedure, the device did not fire and there was poor staple formation. No patient harm reported. The device was lost by the customer and is unable to be returned for evaluation.